Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that pacemaker with this right ventricular (rv) lead exhibited low, out-of-range (oor), pacing lead impedance measurement of less than 200 ohms. Subsequently, this device was explanted while the rv lead was surgically abandoned. No additional adverse patient effects were reported. The system was out of service.